Event description:
Additional information was provided from the clinical specialist that the patient died on (B)(6) 2026.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, and h11. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6 labelling review. Analysis of images. The complaint for interventional device interacts with previously implanted device was unable to confirm due to lack of imagery available. Per the imaging review, there did appear to be a decrease severity of the aortic prosthesis pvl jet post sm3 deployment. However, the imagery was unable to confirm the allegation of accelerated flow and turbulent flow due to limited imagery and incomplete hemodynamic assessment. There were no measurements of the pvl peak velocity, aortic transvalvular velocity, gradient and flow velocities of the neo-lvot. From the imagery, there appears to be a jet of pvl from both the medial and lateral commissures with appearance of jet fragmentation, but the jets could not be graded. The imagery was unable to confirm the allegation of the increased flow acceleration of the previously implanted device that may have resulted in the severe hemolysis that was developed. However, based on the reported information about the patient's history and the procedure, it is likely that the root cause is related to both patient factors (previous savr, history of hyperkalemia) and procedural factors (flow changes with new sm3 valve). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformance's affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, edwards received notification of a sapien m3 (sm3) valve implanted in the mitral position. Approximately on postoperative day (pod) 4, the patient developed hemolysis with acute kidney injury and hyperkalemia and subsequently expired. The patient had a prior surgical aortic valve replacement (savr) with a known paravalvular leak (pvl) characterized as moderate around the aortic valve before the sm3 procedure. Sm3 implantation in the mitral position was reported successful, with no pvl at the mitral position. Following sm3 deployment, the aortic pvl improved from moderate to mild. After the procedure, a progressive hemoglobin decline was observed. The clinical team initially suspected bleeding; a CT scan identified no bleeding source. On pod 2-3, renal function deteriorated. Dialysis was discussed; however, dialysis was not initiated per family decision. Antibiotics were started for possible infection. Subsequent laboratory evaluation demonstrated hemolysis; at that time, the patient had severe hemolysis with severe hyperkalemia. The patient died on or about pod 4. Per the clinical team, after sm3 deployment the aortic valve position was believed to have changed; although aortic pvl decreased, transvalvular jet velocity increased, and high velocity flow through the residual aortic pvl was considered the most likely mechanism for hemolysis. At the time of this report, there is no allegation of sm3 device malfunction, and no pvl has been reported at the mitral position.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.